Event description:
The pt was reportedly experiencing sound quality issues, followed by loss of sound. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. The pt's device was explanted.